Event description:
On (B)(6) 2021 fujifilm medical systems u.s.a., inc. (Fmsu) was informed of an incident that occurred during an ercp procedure. Doctor was performing an ercp procedure for biliary stone removal. Cannulation of the common bile duct (cbd) and sphincterotomy were performed without issue. After completing the sphincterotomy with a boston scientific true tome 44 sphinctertome, a cautery effect or minor mucosal burn was noticed on mucosal to the left of the major papilla. The procedure was completed without any further difficulties. There is no death associated with event.